Event description:
It was reported that noise was observed on the right atrial (ra) lead. The ra lead was explanted. The patient was stable.

Event description:
New information received notes the noise observed on the right atrial (ra) lead resulted in oversensing.